Event description:
Respiratory therapist (rt) and a rn witnessed that the "protective blue piece" at the end of the stiff tie on the bite block had fallen off and landed in a patient's mouth. Rt supervisor checked the device and found that the tip does indeed dislodge fairly easily. Had it not been for rt and rn attention to detail, that piece could have been aspirated by the patient with potentially disastrous consequences. This event has occurred on more than one occasion resulting in near aspiration of the small part.

Event description:
Respiratory therapist (rt) and a rn witnessed that the "protective blue piece" at the end of the stiff tie on the bite block had fallen off and landed in a patient's mouth. Rt supervisor checked the device and found that the tip does indeed dislodge fairly easily. Had it not been for rt and rn attention to detail, that piece could have been aspirated by the patient with potentially disastrous consequences. This event has occurred on more than one occassion resulting in near aspiration of the small part.